Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that while registering the second and third points in 3 point touch, they were not lining up as expected. Reported the point on the nose appeared in the correct location. The patient was scanned using 3rd party equipment the protocol used was unknown. There was no reported impact to patient outcome and no reported delay. The surgeon said he got out of the software and started over the registration. The surgeon also stated afterwards that he believes it was the scan that caused the issue. He does not think the scan was the correct protocol. He registered but was not happy with it but proceeded with the case.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sw kit 9735737 stealth s8 cranial medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: archives were not available but logs were received and software analysis was completed. The provided logs did not contain the stealthapp folder, and the analyst determined it might be not extracted properly. Regardless, logs would not help in capturing the root cause of registration issue or inaccuracy issue. The analyst suspected the issue might have occurred due to scan protocol as the site used third party scan equipment, but there was no way to confirm it. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.